Manufacturer narrative:
The customer¿s report of a leak from the maxzero was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer's report could not be identified.

Event description:
The customer reported while flushing with normal saline the maxzero connector leaked from the proximal end of the device onto a patient who was in the bmt (bone marrow transplant) unit. There was no harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported while flushing with normal saline the maxzero connector leaked from the proximal end of the device onto a patient who was in the bmt (bone marrow transplant) unit. There was no harm.